Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated, and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A site history review was performed and a related complaint was identified for the second small grasping retractor that was used during this procedure. Refer to the report with patient identifier (B)(6) for information on the second small grasping retractor. A system log review was performed and there were no error messages generated from the instrument usage. The instrument had 3 lives remaining and has not been used in subsequent procedures. No images, or videos of the event were provided for review. Technical review is not required as there was no error related to the issue this complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment, and/or the crimp could fall into the patient. While there was no harm, or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the instrument was inspected prior to use and may have collided with other instruments at times. The instrument was replaced with another instrument after it was found not grasping, and the broken wire could be seen. There was no allegation of a fragment falling inside the patient. The instrument was used for colon surgery, and it was retracting, or grasping on bowel.